Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) contacted the customer and confirmed the reported issue. Rse identified a problem with the host pc. The rse guided the customer to start the host pc manually, temporarily fixing the issue and display issue fixed by adjusting monitor settings. Onsite field service engineer (fse) visit confirmed the issue with the host pc motherboard. To resolve the problem, the fse replaced the host pc and return the part for further analysis and battery charge issue found. Philips also initiated corrective action. After replacing the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.